Manufacturer narrative:
No history to suggest a product problem. MFR spoke with the dealer consumer reportedly has the following congestive heart failure, obesity, copd, type 2 diabetes, hyperlipidemia, pickwick syndrome, kidney disease and sleep apnea. Info provided indicates a "pointy plastic piece" is at the end of the tie wrap attaching the metal clip to the pendant cord. The consumers wife indicated just little pinpricks that resulted in consumers bleeding. Mfg reviewed samples 30 pendants from inventory and all were found to be typical of what is seen in the process of tightening and cutting a tie wrap. No needle/razor like condition present.

Event description:
The consumer alleges there is a pointy plastic piece on the pendant that is poking the consumer in the arm. The consumer allegedly lost a large amount of blood and was taken to the hospital for a blood transfusion.